Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested by 01/11/2012 by fax, phone and mail. A completed questionnaire was received on 01/12/2012. (B)(4).

Event description:
An administrator reported a pt was not happy following intraocular lens (iol) implant surgery. She stated the iol was exchanged for a monofocal iol. Add'l info was received from the surgeon, who reported the pt had blurred near and distance vision along with a pulsating / throbbing feeling. He reported the pt's symptoms have resolved.